Manufacturer narrative:
Product that has reached end of service (eos) status. The device will not be repaired. During the visual evaluation the device was found in good conditions. The internal diaphragm was damaged due to prolonged use and the passage of time. The internal mechanism was worn and requires further calibration.

Event description:
It was reported that the device was not cycling correctly, and the ventilation exit was being carried out through the air intake. The device began to ventilate inadequately during the pre-test. The event did not occur during patient use, and no one was harmed as a result of this event.